Manufacturer narrative:
Concomitant medical products: 6944 lead, implanted: (B)(6) 2004; etew2020c82e stent graft (x2), implanted: (B)(6) 2016, etlw1620c124e stent graft, implanted: (B)(6) 2016, etbf3620c145e stent graft, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically elevated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.